Manufacturer narrative:
1.DHR/bhr review: 1-the batch number of the complained product is 3234111, is 18g and product code is 383954, produced on 2023/09, with a total of (B)(4) pieces in this batch. 2-inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality. 3-check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products 2.the customer returned a sample. Observed the septum under microscope and no abnormalities were found. Take the sample do 45psi system leakage test, and no liquid leakage was found. Cut open the sample and take out the septum, observed the septum under microscope, found that there is a hole in the non-center position of the septum, which is caused by the needle being deviated from the center when inserting the septum. 3. The history of customer complaints for the same batch of products has been reviewed, this defect complaint is the 3rd time, and the relevant complaint number is (B)(4), these three complaints came from the same hospital. Cause analysis: 1- according to the analysis of the samples returned by the customer, the needle was inserted into the septum off-center, resulting in an extra hole in the non-center position of the septum, which caused the product to leak after the needle was withdrawn no leakage was found in the test of the sample returned by the customer, which may be due to long-term non-use and the septum slit being closed again after re-sterilization 2- the product is 18g, and the needle assembly is assembled at the pg0050 station of the semi-automatic line. After investigation found that the needle guide gripper was broken or worn, and there was a gap in the tools that clamped the septum and did not clamp the septum tightly, which would cause the needle to be inserted into the septum incorrectly, not insert into the center slit of the septum. Corrective measures: 1- modify the needle assembly machine operating instructions mfg-11030, add a 100% visual inspection of the needle assembly septum insertion status, and notify the technician to repair the equipment in time if any abnormality is found.

Event description:
No additional informaiton provided.

Event description:
It was reported the bd pegasus gn 18ga x 1.16in qsyte-cap y leaked. The product was used with an abnormal return pathway, indicating that blood should flow from the red end, but the product flowed from the blue end. Affected quantity 2 pcs, sample can be returned 1 pc, photo can be provided. Green claims are required, complaint response letter (red stamp required), complaint acceptance letter is required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.